Event description:
Faulty remote, faulty recharger x 2, faulty leads. Benefit (B)(6) trial patient (B)(6) sustained multiple electric shocks, static implant device shocks, a record of conversations via emails with (B)(4), plus the ignorance of supervisor failure to respond to all attempts as per advised by (B)(4). Specifics in fine details were supplied to be rejected as non-specifics as per (B)(4) email response. Was sort on how not so nor any further coms. Complaint lodged to (B)(4) independent director legal & compliance. Author has filed with tga (vtherapeutic goods administration) and hccc (health care complaints commission) australia who is seeking to link this complaint to all bodies in germany, australia & america. I note in 2026 the justice dept of america found biotronik oregon, guilty and convicted of fraud crimes. I wish to attention I have evidence rock solid in black & white of such fraud persistent and very much active which in conjunctions with this email aim to globally act on any & all criminal frauds, medical breaches of all codes of country associated in a global research spinal cord stimulator trial. Please note ap dr (B)(6).